Event description:
Per the clinic, the patient experienced difficulty maintaining radio frequency link, with resulting intermittency and low battery life, and the issue could not be resolved. The magnet of the internal device was replaced during a surgical procedure (date not reported). The internal device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Implanted device remains.